Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). [Relevant medical history: arthritis, skin cancer, 6 back surgeries, hypertension] it was reported that the patient had to turn amplitude very high to received noticeable stimulation. The doctor revised the lead even though the position of the lead in intraoperative imaging looked good. There were no impedances on pre-op check. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1pcfh implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation adn gastrointestinal/pelvic floor. It was reported that the rep read from the records that patient had urinary retention that was resolved with right side lead implant. However, since the implant, patient was having issues with perineal and buttock pain and when the patient "starts down" the ins battery, the pain goes away and patient needs to be on a high level of stimulation to feel pulsation. Troubleshooting was not required.